Event description:
After drawing blood on a patient, when depressing the safety to cover the needle, the butterfly part of the syringe came apart and the needle was exposed. Vacutainer and package saved.